Event description:
In 2004, patient underwent aaa repair utilizing one main body and two iliac leg grafts. Two days later, patient underwent additional procedure. A main body extension was placed. Then in 2007, patient underwent a third aaa procedure due to an ipsilateral limb disconnect. An iliac leg graft was placed as a bridge with two stent overlap on both sides. The outcome was good.

Manufacturer narrative:
No product was returned to assist with this investigation. An internal clinical review indicated that the event was due to anatomical changes over time.